Event description:
Pt self-tester reports results higher than expected with the protime microcoagulation system. Protime generated 9.1 inr and on the same day hospital clinic generated 2.5 inr. Pt took lovenox (low-molecular weight heparin, lmwh) the previous night. Pt's therapeutic range: 2.5-3.5. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot # not provided. Method: actual device evaluated. Process evaluation performed. No related ncmrs, complaint trends, or CAPA identified. Result: no failure detected. Conclusion: unable to confirm complaint. Per the limitations in the package insert, results may be affected in patients receiving heparin or have abnormal response to heparin. Itc has requested all data required for form 3400a.